Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient was revised to address pain. Revision notes reported that there is a small crecentic and flattened fluid collection along the right greater trochanter posteriorly extending towards the posterior joint pseudocapsule. Clinic visit reported elevated cobalt levels. Lab results for metal ions were above 7ppb. Doi: (B)(6) 2008 - dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.